Event description:
Information was received from the physician that the cause of the increase in seizures was due to vns low battery. The generator was returned to livanova and product analysis was completed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been received to date.

Event description:
It was reported by the patient¿s wife that the patient had an increase in seizures and did not believe that the device was working. The physician also reported that the patient would have his vns removed and replaced due to low battery and getting close to the device no longer working. The patient had previously reported an increase in seizures, however the physician had determined that increase in seizures to not be related to vns. The patient was replaced. The device has not been received into livanova to date. No additional or relevant information has been received to date.